Event description:
An incident involving a post-op inflammatory response was reported to s&n. The report indicated an inflammatory response occurred, after a meniscal tear repair was completed using a fast-fix device. The device remains implanted. No surgical intervention was reported. There was no pt injury or further complications reported.